Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the surgeon noticed the permanent cautery hook (pch) instrument was loose and a fragment was missing. The missing fragment was found inside the cannula. The fragment fell inside the patient and was retrieved during the same procedure.